Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in the clinic with non-sustained vt and non-sustained ventricular oversensing episodes. Further review of the episodes appeared to be due to oversensing emi on the ventricular channel. Programming changes were recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in the clinic with non-sustained vt and non-sustained ventricular oversensing episodes. Further review of the episodes appeared to be due to oversensing emi on the ventricular channel. Programming changes were recommended. Additional information received indicated that additional episodes of non-sustained rv oversensing and episode of vf that delivered inappropriate antitachycardia pacing therapy were observed. Noise was reproduced with deep breathing. Programming changes were made however, a few more oversensing was observed. Additional programming change was made and medication was adjusted.